Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The log file demonstrates that the device forced a shut-down of automatic ventilation due to motor overcurrent. Visual inspection of the ventilator unit revealed that the lower piston diaphragm had become loose and was hindering the piston in its movement. The diaphragm was replaced, the device passed all consecutive tests and was returned to use. The exact mechanism for the loosening of the diaphragm could not be determined; the number of similar cases is extremely low. Dräger finally concludes that the device behaved as designed for such error condition: automatic ventilation was shut down to protect from serious damages to the ventilator unit, the user was alerted to this condition by means of a corresponding alarm, manual ventilation with the built-in breathing bag remains possible.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.